Event description:
It was reported that two days post implant the lead had small r-waves and increased threshold. While attempting to reposition the lead the helix would not redeploy. Positioning and fixation difficulties were noted. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. However, the inner tubing was kinked/buckled and blood was present in/on the helix/lobe mechanism and sleeve head. Visual analysis revealed apparent explant damage.